Event description:
Why do you believe the event occurred? Not sure, implant 8+9 were placed # 8 failed to integrate. At the time of the event or implant failure/removal, was there? (Check all that apply) pain:yes; mobility: yes. Description of event: t cup crowns pot on first, final crowns installed (B)(6) 2022 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).